Manufacturer narrative:
Added medical history. Updated results code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: (B)(6). Operative report. Assistant: (B)(6), resident. Preoperative diagnosis: chronic gastric ulcer. Postoperative diagnosis: prepyloric ulcer. Operation: vagotomy, antrectomy with billroth I reconstruction; feeding jejunostomy; umbilical hernia repair. Anesthesia: general. Estimated blood loss: 75 cc¿s. Specimens: stomach and vagus nerves. Indications: this is a 35 year old female who has been treated with medical attention for her gastric ulcer. There has been no resolution of her gastric ulcer and patient continues to have intractable pain and symptoms from this ulcer. Procedure: ¿the patient was placed on the operating room table in supine. Once adequate anesthesia was obtained the patient was prepped and draped in the usual sterile fashion. A supraumbilical midline incision was made and carried down through subcutaneous tissues, the abdomen was entered. Upon entering the abdomen patient was noted to have a grossly distended, redundant colon consistent with her history of constipation, etc. The stomach was identified and dissection was begun on the lesser curvature where we took down the gastrihepatic ligament taking care to tie up any small vessels that ran through this area with 3-0 vicryl ties. We then proceeded to open the gastrocolic ligament and noted that the gastric ulcer had perforated through the gastric wall and was adhered to the mesenteric area of the middle colic artery. With careful dissection we were able to dissect the gastric ulcer off the middle colic artery. We then dissected the pylorus from the surrounding tissues providing a mobile proximal duodenum from out anastomosis. We then began to take down some of the small gastrorenal ligaments as needed. Once this was identified the stomach was fully mobilized as was the preliminary portion of the duodenum. We then took down the falciform ligament trying off the falciform artery and mobilized the left lobe of the liver in order to visualize the esophagus. Once visualizing the esophagus, we opened the peritoneum surrounding the esophagus, identified the anterior and posterior vagus nerves. We dissected these, tied them off proximally and distally and sent dissection off to pathology for evaluation. Upon doing that we then passed a #90 gia stapler across the stomach at the area of the insura and then clamped distally just past the pylorus of the duodenum. The specimen was removed and sent to pathology for evaluation. We did open the specimen to look for the gastric ulcer. It was noted to be in just the prepyloric region consistent with an acid producing ulcer. The proceeded to do our anastomosis in a two layered fashion. The artery serosal layers were sewn using lemberted 3-0 silk sutures. The mucosa was reapproximated using 4-0 pds suture. The anastomosis was fully opened and viable, there was no tension on the anastomosis when we were finished. The rest of the gastric staple line was over sewn using 3-0 silk sutured. We then proceeded to evaluate the rest of the abdomen and there were no other masses and no other abnormalities noted within the abdomen on inspection. We found a it was fastened to the jejunum in a ______ type manner. It was then attached to the anterior abdominal wall using 3-0 silk and brought out through the left abdominal wall. We then proceeded to fix the umbilical hernia using interrupted 1-0 prolene suture and then closed the fascia using 1-0 prolene sutures and the skin using staples. Patient was stable throughout the course. Sponge and needle count were correct times two at the end of the case. There were no complications. Estimated blood loss was 75 cc¿s .¿ (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: same. Operation: repair incisional hernia. Anesthesia: local with sedation. Estimated blood loss: minimal. Complications: none. Specimens: none. Indications: this is a 36 year old female who surgically underwent a vagotomy and antrectomy, now has three small, less than 1 cm ventral incisional hernias. Procedure and findings: ¿patient was placed on the operating table in supine position. Once adequate sedation had been obtained, the patient was prepped and draped in the usual sterile fashion. Patient¿s previous midline incision was opened, carried down through subcutaneous tissue. Patient¿s prolene suture was intact. Patient had three small areas of separation of her anterior fascia. These were reapproximated using 0 ethibond sutures. The rest of the incision was intact with no evidence of herniation. Skin was closed with 4-0 monocryl suture. One percent lidocaine with epinephrine mixed with .5% marcaine was used as a local anesthetic throughout the procedure. The patient was stable throughout the procedure, there were no complications. Sponge and needle count were correct times two at the end of the case .¿ (B)(6) 2007: (B)(6). Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: same. Operation: repair of ventral hernia. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Specimens: none. Indications: this is a 36 year old female with multiple abdominal procedures before. Patient was noted to have multiple ventral hernias throughout her previous abdominal incisions. Procedure and findings: ¿patient was placed on the operating table in supine position. Once adequate anesthetic was obtained, the patient was prepped and draped in the usual sterile fashion. Patient¿s previous midline incision was open and carried down through subcutaneous tissue. She was noted to have multiple minute pockets throughout her entire fascia. The fascia was reopened and the preperitoneal space was made. Patient had an umbilical hernia. This was reapproximated using an inverted 0 pds suture. A dual mesh was placed as the peritoneum in the lower portion of patient¿s incision was adherent to the abdominal wall and could not be transected. A piece of mesh was placed and tacked into the hernia defect in a preperitoneal position superiorly and the peritoneal position inferiorly. This was tacked to the anterior fascia using interrupted 0 pds suture. The fascia was then reapproximated midline using running 0 pds suture. Skin incision was closed using 4-0 monocryl suture. Patient was stable throughout the procedure, there were no complications. The sponge and needle count were correct times two at the end of the case .¿ (B)(6) 2007: (B)(6). Intraoperative record. Implant record. Item #: 74038. Device description: mesh dual. Mfg catalog #: 1dlmc02. Manufacturer: w.l. Gore and assoc. Quantity: 1. Wasted: 0. Date used: 02/28/07, 13:21. Lot #: 04186936. Body site: operative site. Physician: reynolds, karen. Expiration date: 02/01/11. Device type: implant . (B)(6) 2007: (B)(6). Implant sticker. Gore® dualmesh® biomaterial. Ref catalogue number: 1dlmc02. Lot batch code: 04186936. W.l. Gore & associates . (B)(6) 2007: (B)(6). Intraoperative record. Implant record. Item #: 74038. Device description: mesh dual. Mfg catalog #: 1dlmc02. Manufacturer: w.l. Gore and assoc. Quantity: 1. Wasted: 0. Date used: 02/28/07, 13:21. Lot #: 0418637 [sic]. Body site: operative site. Physician: reynolds, karen. Expiration date: 02/01/11. Device type: implant . (B)(6) 2007: (B)(6). Implant sticker. Gore® dualmesh® biomaterial. Ref catalogue number: 1dlmc02. Lot batch code: 04186937. W.l. Gore & associates . The records confirm gore® dualmesh® biomaterial x 2 ((B)(4)) were implanted during the procedure. (B)(6) 2008: (B)(6). Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: same. Operation: ventral hernia repair with mesh. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Specimens: none. Indications: this 38-year-old female with symptomatic recurrent ventral hernia procedure. Procedure and findings: ¿the patient was placed on the operating room table in the supine position. Once adequate general anesthesia was obtained, the patient was prepped and draped in the usual sterile fashion. The patient¿s entire previous upper midline incision was opened and carried down through the subcutaneous tissues. The patient¿s previous mesh repair was in place and no evidence of herniation in that area. This mesh was left in place. The superior and inferior portions of the incisions, there were small pockets of herniations just lateral to the midline incision. This patient had several adhesions to the posterior peritoneum. These were lysed using electrocautery and sharp dissection. Once this was accomplished, a piece of composix mesh measuring 20 cm x 10 cm was placed into the intraabdominal cavity. It was sewn in place with interrupted 0-pds suture. The fascia was reapproximated midline using 0-pds suture. The skin incision was reapproximated using staples. 0.5% marcaine was used as the local anesthetic throughout the incision. The patient was stable throughout the procedure. There were no complications. The sponge and needle count were correct x 2 .¿ (B)(6) 2008: (B)(6). Operative report. Preoperative diagnosis: infected abdominal wall mesh. Postoperative diagnosis: same. Operation: removal of infected abdominal wall mesh, abdominal wall lavage, repair of ventral hernia with 10 x 15 cm permacol mesh reinforcement. Procedure and findings: ¿the patient was brought to the operating room and was positioned supine under general anesthesia. The abdomen was prepped and draped. There was gross pus coming through the incision. The incision was reopened and subcutaneous space irrigated. Dissection was taken down to a portion of mesh that was floating within the abscess cavity consistent with the preoperative CT scan. This mesh was fully removed and had a dimension of approximately 6 x 10 cm. Beneath this was a larger elliptical piece of mesh that was also dissected free and fully removed. There was one loop of small intestine that was adherent to the left anterior abdominal wall and this was dissected free. The abdominal cavity and subcutaneous tissues were copiously irrigated with ancef [antibiotic] solution. The subcutaneous tissue was then mobilized off of the fascia for approximately 8 cm bilaterally and releasing incisions made vertically in the anterior rectus sheath to allow additional mobility of the abdominal wall. The fascial edges were trimmed back to good tissue. A 10 x 15 cm patch of permacol mesh with 1.5 mm thickness was selected and secured posterior to the fascia with u stitches of 2-0 ethibond suture in a circumferential fashion with enough tightness to take the tension off of the primary fascial closure with a running double stranded 0 pds suture. The subcutaneous tissues were again irrigated. I did not feel that the wound could be safely closed primarily so the mid aspect of the wound was brought together with staples leaving 5 cm portions open above and below through which 2¿¿ kerlix gauze moistened with normal saline was packed into the subcutaneous space. Dry sterile dressings were placed overt this and the patient transferred to recovery in good shape .¿ [missing records: records for ¿portion of mesh that was floating within the abscess cavity consistent with the preoperative CT scan¿ were not provided.] (B)(6) 2016: (B)(6). Operative report. Assistant: dr. Jessica shaheen. Preoperative diagnosis: left-sided mid abdominal wall mass. Postoperative diagnosis: abdominal wall mass with extensive mid abdominal wall scarring. Procedure: excision of abdominal wall mass, and abdominal wall scare revision. ¿the patient was brought to the operating room and was positioned supine. She was given intravenous sedation by anesthesia, and the mid abdomen prepped and draped. The min abdominal skin deformity from previous abdominal wound infection was excised in an elliptical fashion with an incision that was approximately 10 cm in vertical dimension by 5 cm in horizontal dimension. Dissection was taken down to the fascia and the easily palpable left of midline mass identified. This was fully mobilized and excised. It was approximately 3 cm in maximal diameter and somewhat lobulated. It had the appearance of being a benign fibrous nodule which was the specific site of the patient¿s preoperative pain. After full excision of this, the abdominal fascial edges were cleared away and reapproximated with interrupted figure-of-eight 0-ethibond sutures. The skin and subcutaneous tissues were mobilized off the fascia circumferentially to allow a 2-layer closure with interrupted 3- 0 vicryl in the subcutaneous layer and running 4-0 subcuticular vicryl in the skin layer, with steri-strip dressing. Patient tolerated the procedure well and arrived back in same-day in good shape. Dr. Shaheen assisted with the entire operation, and dr. Bjork was present for the entire operation .¿ (B)(6) 2016: (B)(6). Pathology report. Accession #: (B)(4). Final pathologic diagnosis: abdominal wall mass, hernia repair: necrotic tissue with fibro-inflammatory reaction. No evidence of malignancy. Clinical history: ventral hernia repair. Gross description: the specimen is received in formalin and labeled with the patient¿s name and ¿abdominal wall mass¿. The specimen consists of a 5.1 x 3.9 x 1.8 cm aggregate of partially encapsulated portions of pink to white, rubbery tissue. Sectioning reveals tan to yellow rubbery and somewhat cerebriform cut surfaces. Representative sections are submitted in two cassettes. Microscopic description: microscopic description is performed on two slides. Regions hospital department of pathology. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information." It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Implant #2 gore® dualmesh® biomaterial 1dlmc02/04186937. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh dislodged, mesh removal, additional surgery. Additional event specific information was not provided.